Manufacturer narrative:
The phacoemulsification handpiece (hp) was received for evaluation. A visual assessment of the returned sample found a damaged cable. The returned sample was connected to a calibrated system. The phacoemulsification handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test the temperature of the hp was measured and was found to be within specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications per manufacturing test procedure (mtp). The root cause of the reported handpiece (hp) got hot cannot be determined conclusively, as the handpiece (hp) was found to meet functional specifications. The reported ¿cable damage¿ was confirmed. However, it remains inconclusive how or why the cable became nonconforming. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during surgery, the handpiece became hot and had cable damage. No system message was displayed. The handpiece passed the tuning successfully. No patient harm was reported.